Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, the indicator dot transitioned to its post sterilization color, however, the indicator dot turned back to blue after approximately thrity (30) to sixty (60) days while in storage in the sterile processing department (spd). The lock was not in extreme temperatures while in sterile storage within the department. The containers are stored on normal shelving and are not exposed to intense light. The complaint device has been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the chemical indicator revealed that one (1) of the indicator dots was grey/blue and one (1) was light blue. Both dots were not consistent with the expected initial or final transition color. The device history records (DHR) were not able to be reviewed as no lot # was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was able to confirm the failure mode of chemical indicator failed to transition to its post sterilization color.